Event description:
Profound and permanent neurological injuries [nervous system disorder], neuropathy [neuropathy peripheral], other injuries [injury], excess zinc [hyperzincaemia], copper depletion [copper deficiency]. Case description: an attorney reported that their client, and adult female age (B)(6), used fixodent denture adhesive, version unk cream as a denture wearer, unspecified total daily use, and reported the following: profound and permanent neurological injuries and other injuries which have left her unable to perform her normal, customary and daily activities, was diagnosed with neuropathy in 2009, and was diagnosed with excess zinc and resulting copper depletion by blood test in (B)(6) 2009. Treatment: has rec'd and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr. Therefore unable to proceed with batch retain testing or product investigation.